Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) measurements which was detected via the patient remote monitoring system. Additional information indicated that the cause of high sli was not conclusively determined. The patient will continue to be routinely monitored for the time being. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicates that another red alert was detected for this system which exhibited high shocking lead impedance (sli). According to the field representative, this is an ongoing issue with the cause of high shock impedance not conclusively determined. The patient will continue to be closely monitored for the time being. Our records indicate that this system remains in service and no adverse patient effects were reported.